Event description:
It was reported to philips the defibrillator delivered low energy. The issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the therapy pca and processor board. The replacement for which a quote was given. The device remains at the customer site. And no further evaluation is warranted at this time.